Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissor (mcs) tip cover accessory fell off when the customer was removing the mcs instrument. The mcs tip cover accessory fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The mcs tip accessory has not been received for failure analysis evaluation.